Manufacturer narrative:
(B)(4).

Event description:
The customer reported the power supply is not charging the batteries and the disposable pads cable is missing. There was no reported patient involvement.